Event description:
A customer obtained erroneously elevated troponin (accutni) results on two samples from one patient.the 1st sample initially resulted in the risk stratification range. The 2nd sample was above the ami cutoff.subsequent testing produced results in the normal reference range after a new aliquot was re-centrifuged.results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were lithium heparin plasma with a gel barrier. The specimens were centrifuged for 7 minutes.qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6)2010 met specifications.a field service engineer (fse) was dispatched: a) the fse verified numerous hardware components and no problems were observed. B) the fse noted the sample pipettor tip was slightly worn and replaced. C) a diagnostic and qc test met specifications.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.